Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date 12-jun-2022 listed on smartsolve and the days prior to the event date. 06/06/2022 dailytotalofallinsulindelivered: 326000 (32.6 u) 06/07/2022 dailytotalofallinsulindelivered: 312500 (31.25 u) 06/08/2022 dailytotalofallinsulindelivered: 425750 (42.575 u) 06/09/2022 dailytotalofallinsulindelivered: 340500 (34.05 u) 06/10/2022 dailytotalofallinsulindelivered: 332250 (33.225 u) 06/11/2022 dailytotalofallinsulindelivered: 295500 (29.55 u) 06/12/2022 dailytotalofallinsulindelivered: 214250 (21.425 u). Please see below for the pump errors/alarms noted 1 week prior to the event date 12-jun-2022 in the pump history file. 06/05/2022 18:41:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/05/2022 18:51:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/08/2022 20:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/08/2022 20:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/09/2022 10:45:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 06/09/2022 12:46:46.000 batteryremoved (55) 06/09/2022 12:46:46.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/09/2022 12:47:04.000 batteryinserted (44) 06/10/2022 17:44:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/12/2022 14:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/12/2022 22:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/12/2022 23:00:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 06/12/2022 23:10:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the battery in the pump is low on power. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. Low battery alert not confirmed. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away at home on (B)(6) 2022. Emergency medical services was not dispatched nor was the customer in the emergency room/hospitalized. The official cause of death was acute myocardial infarction. Customer also had a history of renal failure. No blood glucose readings were reported. The insulin pump system was in use at the time of event. Cgm was in use at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
It was stated that the cause of death was diabetes related. The product was returned for analysis.